Event description:
It was reported that the pt experienced the implantable neurostimulator's stimulation sensation "coming and going." The pt also had a bladder infection. There was no change in the pt's urinary symptoms. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).